Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's wife that the patient had fell and suspected their implantable cardioverter defibrillator (ICD) had moved. The patient was advised to contact their physician. The ICD remains in use. No patient complications have been reported as a result of this event.